Event description:
It was reported to philips that the system's c-arm was unable to move. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment procedure was performed by the customer and the treatment was aborted and arranged at another time. The philips field service engineer (fse) inspected the system on site and confirmed that system's c-arm was unable to move. Upon troubleshooting fse found that an issue with the telescopic pressure sensor of the detector. To resolve the issue, fse replaced the c-arm pressure sensor and performed the related calibration. The defective sensor was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.